Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the tracheostomy tube cuff from a blue rhino g2-multi percutaneous tracheostomy introducer tray leaked. The physician surgically placed the tracheostomy tube, inflated the cuff with 10 ml of air, and sutured and dressed the site. The patient had no prior procedures at the site of tracheostomy placement. The tracheostomy tube cuff was test inflated prior to insertion, and there was no difficulty with advancement of the tube. While prepping the patient's abdomen for the second procedure (laparoscopic percutaneous endoscopic gastrostomy tube placement), the nurse and physician heard sound coming from the tracheostomy site. Upon assessment of the tube, the cuff was noted to have lost pressure and could not be reinflated. The device was in place 5-10 minutes. A new tracheostomy kit was immediately used to replace the tracheostomy tube. Customer inspection of the tube after removal noted a large hole in the tube cuff. No other adverse effects have been reported for the patient. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformance relevant to the reported failure. A complaint history search did not identify any other event associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: warnings ¿anatomic anomalies may make the procedure difficult to preform.¿ precautions ¿bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube. An ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances. The generous lubrication of the loading dilator surface will enhance fit and placement of the tracheostomy tube.¿ instructions for use patient preparation ¿1. Following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. 2. Place the patient in the tracheostomy position. 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube¿s tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly.¿ tracheostomy procedure ¿18. Advance the tracheostomy tube to its flange. Remove the dilator, guiding catheter and wire guide, leaving the tracheostomy tube in place. Once the tracheostomy tube is within the tracheal lumen, the assembly may be directed caudad. Note: proper positioning and alignment may help minimize complications. 19. Advance the tracheostomy tube to its flange. Remove the dilator, guiding catheter and wire guide, leaving the tracheostomy tube in place. Note: at this point, the bronchoscope may be inserted into the tracheostomy tube to confirm correct placement. Note: if using a dual cannula tracheostomy tube, insert the inner cannula at this point. 20. Inflate the tracheostomy tube balloon cuff. Connect the tracheostomy tube and the ventilator. Confirm position of the tracheostomy tube via standard methods.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that patient anatomy contributed to the cuff damage; however, this possibility cannot be confirmed without additional information. The complaint component is supplied by another manufacturer. The supplier has been notified of this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d9, h3: device no longer available for return to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: occupation: supply chain operations specialist I. H3: device evaluated by MFR.: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the tracheostomy tube cuff from a blue rhino g2-multi percutaneous tracheostomy introducer tray leaked. The physician surgically placed the tracheostomy tube, inflated the cuff with 10 ml of air, and sutured and dressed the site. The patient had no prior procedures at the site of tracheostomy placement. The tracheostomy tube cuff was test inflated prior to insertion, and there was no difficulty with advancement of the tube. While prepping the patient's abdomen for the second procedure (laparoscopic percutaneous endoscopic gastrostomy tube placement), the nurse and physician heard sound coming from the tracheostomy site. Upon assessment of the tube, the cuff was noted to have lost pressure and could not be reinflated. The device was in place 5-10 minutes. A new tracheostomy kit was immediately used to replace the tracheostomy tube. Customer inspection of the tube after removal noted a large hole in the tube cuff. No other adverse effects have been reported for the patient.